Manufacturer narrative:
Attempts to have the malfunctioned system rod identified and returned to the manufacturer were unsuccessful. If the complaint device is received and provides additional relevant incident information, a follow up report will be submitted.

Event description:
It was reported that the patient had their initial surgery l4-s1 fusion procedure on (B)(6) 2023. On (B)(6) 2024, an x-ray revealed that one of the 5.5mm ti rods had fractured. The patient had a revision surgery to correct the fractured rod on (B)(6) 2024. The revision surgery added additional levels of fixation and replaced the original rods with 6.0mm ti rods. The patient is currently recovering from revision surgery and there were no complications or delays related to the revision surgery.